Manufacturer narrative:
Investigation is started but not finished. Further info will be reported in the follow-up report.

Event description:
As the monitoring system had reset of any reason the alarm settings had gone back to factory default which implies that the alarms for most parameters are disabled among them alarms for blood pressure and oxygen saturation. The user had not observed this reset of alarm settings and therefore assumed the spo2 alarm was on resulting in a pt becoming severely desaturated. No permanent injury report.